Event description:
The patient received emergency room treatment for elevated blood glucose levels.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. There is no reported pump malfunction and the patient's physician has stated that he believes the elevated blood glucose levels are the result of a thyroid abnormality.